Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown head-unknown; 00620105600- replacement locking ring for use with 56 mm shell- 62067296. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02684. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records for the liner identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision approximately 8 years post implantation due to dislocation. Surgeon replaced the head and liner. No additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.